Event description:
Caller reported a compact plus result of 371 mg/dl, lab result of 127 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).